Event description:
It was reported the customer had blood at their sensor site. Customer stated their site was not actively bleeding at the time of the call. It was also found the customer experienced a high blood glucose of 418 mg/dl. Customer was able to treat for their high blood glucose with a bolus. Customer was advised to monitor their site. The customer's sensor will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.